Manufacturer narrative:
The imaging provided showed the implant with normal wear and tear. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove and replace a revere rod that broke 5 years post operatively.